Manufacturer narrative:
The customer¿s report that the set separated at the pump segment was confirmed. The set was received separated between the silicone pump segment tubing and the lower fitment. The ring retainer was not received with the set but there was a ring retainer indentation observed around the end of the silicone tubing where the separation occurred. The silicone tubing was measured and found to be within specifications. Functional testing could not be performed due to the separation. The root cause of the separation could not be determined.

Event description:
The customer reported that the set separated at the pump segment during use on a patient. There was no report of patient harm.